Manufacturer narrative:
As reported in a research article, a device embolized into the descending aorta. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. An unexpected medical intervention is a result of case-specific circumstances, as the device was snared via snare. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter retrieval of migrated amplatzer duct occluder", was reviewed. This article presented a case study of a 5-year-old female patient with a history of patent ductus arteriosus (pda). An amplatzer duct occluder was selected for implant on an unknown date to close the pda. Immediately upon deployment, the device embolized into the descending aorta. A 10f sheath was inserted and the device was successfully snared and removed from the patient. (B)(6).

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information literature attachment: transcatheter retrieval of migrated amplatzer duct occluder b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter retrieval of migrated amplatzer duct occluder", was reviewed. This article presented a case study of a 5-year-old female patient with a history of patent ductus arteriosus (pda). An amplatzer duct occluder was selected for implant on an unknown date to close the pda. Immediately upon deployment, the device embolized into the descending aorta. A 10f sheath was inserted and the device was successfully snared and removed from the patient. [The primary and corresponding author was miyagi yuichi, shikoku children and adults medical center, 2-1-1 senyucho zentsuji city, kagawa 7658507 japan.]